Event description:
It was reported that this device was prophylactically explanted and replaced due to an unknown reason. No additional adverse patient effects were reported. This device was received for analysis. The investigation is currently in progress.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was prophylactically explanted and replaced due to an unknown reason. No additional adverse patient effects were reported. This device was received for analysis.